Manufacturer narrative:
(B)(4). Event date: 2011. Concomitant medical products: porous coated stemmed tibial baseplate, catalog #: 621201220, lot #: 60888493. Articular surface catalog #: 00542402111 lot #: 60992954. Unknown patella catalog #: unknown lot #: unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-01102. 0001822565-2022-01103. 0001822565-2022-01092.

Event description:
It was reported patient underwent a revision procedure two years post implantation due to pain. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: suggested code: mechanical code g4: femur. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates no complication during the initial surgery. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.